Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tilt and recline was intermittently working and found a bad connection from the toggle switch to where it plugs into 4wsb box. Showing max back angle even though back is all the forward and tilt all the way down in the front.